Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal infection ('infection (bladder/ urinary tract/vaginal) type: vaginal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract infection ("uti"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed in 2014. At the time of the report, the vaginal infection and urinary tract infection outcome was unknown. The reporter considered urinary tract infection and vaginal infection to be related to essure. The reporter commented: if she had essure removed did any of the injuries or symptoms she claim resulted from essure decrease or resolve following essure removal? No quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-nov-2020: plaintiff fact sheet received. Events added from pfs- did not undergo confirmation test. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal infection ('infection (bladder/urinary tract/vaginal) type: vaginal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced vaginal infection (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed in 2014. At the time of the report, the vaginal infection and urinary tract infection outcome was unknown. The reporter considered urinary tract infection and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: plaintiff fact sheet received. Reporter and patient demographics were added. On 2014, she explanted essure. Injury event updated to infection (bladder/ urinary tract/vaginal) type: vaginal and uti. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal infection ('infection (bladder/ urinary tract/vaginal) type: vaginal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced urinary tract infection ("uti"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes).). Essure was removed in 2014. At the time of the report, the vaginal infection and urinary tract infection outcome was unknown. The reporter considered urinary tract infection and vaginal infection to be related to essure. The reporter commented: if she had essure removed did any of the injuries or symptoms she claim resulted from essure decrease or resolve following essure removal? No. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.